Event description:
It was reported during a laparoscopic cholecystectomy the instrument was spitting clips. Another er320 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.21631. Device not returned for analysis.